Manufacturer narrative:
Upon retrospective review, this issue was determined to be a reportable MDR.

Event description:
It was reported that patient demographic data updates in merge pacs are not reflecting in iconnect acdess 4.0. The images are being pulled with stale demographic data. The correct study launches, the study's title bar is correct, but the demographics within the viewport may conflict. The user can go back to merge pacs to check the information. The manufacturer reviewed the complaints database to identify any additional customer complaints, and none were identified.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.